Manufacturer narrative:
The implicated product is a port and catheter assembly. The product received for evaluation is a small port and a loose cath-lock. There is an indeterminate number of needle puncture sites in the port septum and the inferior aspect of the port has small penetrating damage near its center. A lot history is not possible as no lot number has been provided. Under 7x - 32x magnification, there is no gouges or inordinate damage noted in the septum and the needle puncture sites in the port septum appear to be the result of non-coring needles. The penetrating damage found in the base of the septum is accompanied by samll raised bumps in the exterior surface immediately around the hole. The small, raised bumps on the inferior surface of the port may be the result of needles pushing through the reservoir floor, but not actually penetrating. The hole has jagged, irregular edges protruding outward, indicating an exit, rather than an entry site. A needle nose pliers is used to pull the septum from the port reservoir (this causes a split across approximately 1/2 of the septum's diameter). Except for the center of the reservoir, a dried, yellowish residue forms a layer over the port floor. The center of the port floor is pitted and eroded; the penetrating hole is observed within the pitted area, slightly off-center. This damage results from applying excessive pressure to accessing needles on numerous occasions, leading to erosion of the reservoir floor ultimately, complete break-through of the base. The complaint of needle perforation of the port base is confirmed, user-related. The complaint resulted from access technique where excessive force was employed while inserting the needle. A force of only 1 or 2 pounds is required to pierce the silicone septum while 19 pounds or more is required to perforate the reservoir floor.

Event description:
While accessing the port, they were able to push through the port base.